Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant of the pulse generator, ventricular capture was at 0.5 v, 0.5 ms. After the pocket was closed, the ventricular capture was 2.5 v, 0.5 ms. The device was removed and replaced.